Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-01. H6: investigation summary: bd receive 100 samples from the customer in support of this complaint. 20 retained and 20 returned samples were draw-tested. From this testing it was determined that all 40 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained and returned samples test results. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m underfilled. The following information was provided by the initial reporter: "tubes do not fully load".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m underfilled. The following information was provided by the initial reporter: "tubes do not fully load."